Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1160. Serial number:(B)(6). Batch/lot number: (B)(6). Model/catalog description: spectra wavewriter ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 2000009882. Model/catalog description: llinear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Serial number:(B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 17751686. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 20047307. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient was doing well postoperatively. The explanted device was not returned.